Event description:
Per the clinic, the patient was explanted on (B)(6), 2012 due to performance decrement and reported headaches and vertigo with device use. The patient was reimplaned with a new device during the same surgery.the manufacturer became aware upon receipt of the explanted device on (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.